Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. The self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test, were unable to be conducted due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump. The nurse states the customer had blank display. The nurse states the pump was exposed to moisture. The customer's blood glucose level at the time of incident was 119mg/dl. The nurse states there is fluid under the lcd display. The nurse was advised the pump would be replaced and returned for analysis.